Event description:
It was reported that the 8015 had 120.4610 error code. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was initially reported that the pcu displayed error code 120.4610 during patient use. The customer reported that the clinician had to shut down the device and replaced with a functioning device, had to rescan the medication and devices to reload the infusion and patient profile. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Not applicable. Device evaluated by bd.